Manufacturer narrative:
Product event summary: the ventricular assist device (vad), the controller, and driveline extension cable were not returned for evaluation. The reported event was confirmed via log file analysis which revealed that one high watt alarm was logged on 02-jan-2019 at 3:49:58 followed by an electrical fault alarm logged a second later. Several more high watt and electrical fault alarms were logged thereafter. The electrical fault alarms were indicative of an open phase in the front stator, causing the pump to run on the rear stator only. This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to an improper connection of the driveline extension cable to the controller, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s). Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0/ serial # (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-17 (B)(4). Heartware ventricular assist system ¿ drive line extension cable/ lot # d000014 / model #: 100 / catalog #:100 / expiration date: 2019-06-030 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-06-26 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an intensive care unit (ICU) stay the patient was still connected to the driveline extension cable. The controller alarmed indicating electrical faults and high watts alarms while connected to the drive line extension cable. It was also stated that from the log file analysis that the ventricular assist device (vad) had abnormal high power consumption. The driveline extension cable was removed and all the parameters returned to normal and the vad is operating without any issues. The vad and the controller remains in use. No patient complications have been reported as a result of this event.